Manufacturer narrative:
Device was received with a constant pump error 38 alarm during the rewind due to jammed motor gear box. Unable to perform prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm during the rewind test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error no motor movement. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm but unable to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.